Event description:
On (B)(6) 2009, the patient was implanted with an scs system which included two surgical leads. On (B)(6) 2010, it was reported that the patient suddenly lost all stimulation. The impedance on all contacts were invalid on one of the leads. The leads were explanted and replaced on (B)(6) 2010. The explanted leads were returned to the manufacturer for analysis. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Additional lot #2831909. Method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.